Event description:
It was reported that revision surgery was performed due to patients complaining from joint laxity.

Manufacturer narrative:
Additional info d10, g7, g9. Correction h6.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation. Reporting event could not be confirmed. A clinical evaluation was conducted, and confirms based on the radiolucency beneath the tibial plate on the imaging provided. Along with a possible fracture through the tibial tuberosity, micromotion could have contributed to the reported laxity. The patient impact beyond the reported revision could not be determined. Although per communication, the patient¿s status was ¿good with brace¿. No further medical assessment can be rendered at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.